Event description:
It was reported that balloon rupture occurred. The patient was presented with popliteal artery stenosis and underwent popliteal angioplasty. The 100% stenosed target lesion was located in non-tortuous and moderately calcified popliteal artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, when the device was inflated at 8 atmospheres for 1 minute, loss of pressure was observed under fluoroscopy. The balloon was removed, balloon leak and a visible pinhole were observed. A metalic introducer sheath by arrow was used and the procedure was completed with another device. There were no patient complications nor injuries were reported.